Event description:
Related manufacturer reference number: 2017865-2021-40527. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads had elevated thresholds and decreased sensing. A chest x-ray confirmed the ra and rv leads were dislodged. The patient was asymptomatic. On (B)(6) 2021 during the repositioning procedure, the ra lead helix failed to retract fully and then wouldn't extend, so the ra lead was explanted and replaced. The rv lead was repositioned successfully. The patient was stable throughout procedure.